Event description:
Per the audiologist's report, the patient's device has been extruding from the incision site for some time. In 2006, his surgeon performed a skin graft surgery, which was not successful. The extrusion has since gotten worse. Plans for treating the extrusion were not reported to cochlear.